Event description:
It was reported that low impedance and insulation damage was observed. It was noted that the patient was dizzy and fell. On (B)(6) 2022, the lead was capped and replaced. The patient condition is stable.

Event description:
New information notes that it is unknown the cause of the fall. The physician suspected that noise from the lead caused oversensing and the device did not pace.